Event description:
It was reported that pump home button was often unresponsive and required multiple presses. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.